Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. A getinge field service engineer evaluated the unit for the reported condition. During the evaluation, a failure of the drive leak test was confirmed. Corrective action included replacement of the drive manifold assembly, followed by calibration of the pressure transducers. Following completion of the repair, all functional, performance, and safety tests were successfully completed in accordance with the manufacturer¿s specifications. The device was confirmed to be operating as intended and was returned to the customer, authorized for clinical use.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6)). Additional contact person name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge technician that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) had an anomaly which was detected on the drive: leak test failed. No patient involved